Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown bipolar. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the bipolar construct failed and disassociated with the femoral head ball. Head ball was removed from trunion of the stem. Stem was in tact so surgeon decided to implant a competitive shell and liner an then impact a new 36mm c-taper cocr head ball onto the existing stem.